Event description:
It was reported that prior to a ptca procedure,a kink in the shaft was noted right out of the package. The shaft of catheter subsequently broke when the physician attempted to straighten. No pt injuries or complications occurred. The instructions for use cautions not to use the catheter if the shaft has been bent or kinked.